Event description:
On may 16, 2003 caller reported pt testing with their freestyle meter getting a result of 140 mg/dl. Customer ate breakfast and one hour later ingested the following medications: cozaar for their blood pressure, zocor for their cholesterol and zoloft and insulin. Customer then went to work. Shortly thereafter, their blood glucose level dropped and ems was called. Paramedics transported customer to hosp.